Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result main findings: the vibra does not function. The vibra slipped out of his holder and touched the force sensor (holder wall). Due to this problem the vibra get blocked and did not function as intended. An external mechanical influence (hard impact / drop) caused the damage. Consumables: n/a. The problem mentioned by the customer is related to a handling issue.

Event description:
Patient reported there is no vibra-alert on the infusion device during the bolus and self-test. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.